Manufacturer narrative:
Method - the case info, including the device use feedback obtained from the event reporter, was used to evaluate the device performance. Device evaluation summary - the returned device exhibited shaft kinks and separation of the tip from the outer shaft of the catheter. Shaft kinks indicate that the device was forcefully rotated and advanced. Separation of the tip indicates that the distal tip was stuck when the wire and catheter were removed from the pt. The catheter tip separated from the outer shaft, but remained attached to the inner shaft.

Event description:
On (B)(6) 2014, the pt presented for revascularization of a moderately calcified anterior tibial artery. Using a grand slam guidewire, the physician advanced the kittycat 2 catheter (2550) over the wire to the calcified target lesion. While crossing the lesion, there was strong resistance noted and on fluoroscopy it appeared the w550 was kinked. When the physician attempted wire exchange, the guidewire was stuck in the catheter. Under fluoroscopic guidance, the wire and catheter were removed as one unit. Flow was successfully restored distally in all three below the knee vessels and there was no pt effect reported.